Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a labrum repair a tip of the anchor inserter fractured and remains in the patient's bone. Additional information was requested and is not available.